Manufacturer narrative:
B3 date of event is estimated. D suspect medical device is listed as the portable oxygen concentrator; however, the issue is with the supplied battery.

Event description:
It was reported that the patient's unit only lasted approximately two hours on a setting of 2 liters per minute when it should have lasted approximately four hours. As a result, the patient got dizzy and passed out. The patient later woke up in the emergency room. They were sent a replacement battery. The inogen team attempted to contact the patient for further information three times with no response.